Event description:
The facility representative reported a colleague infusion pump with an inoperative "open-close" button on the keypad. This condition was found before use of the device, but it was not reported in which care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A service history review revealed no previous service events were related to the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause of this condition was assigned to fluid ingress/intrusion. There is no evidence of any actions being taken in order to correct this condition. This is involving a pump with software version 5.07.00. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.